Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacture's right ventricular (rv) lead displayed shock impedance measurements of greater than 200 ohms. The patient was to be scheduled for a lead revision procedure in the future. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.